Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us, which is considered a same model, is available in the USA with 510k number k190805.

Event description:
Pentax medical was made aware of a report for an event which occurred in the pentax medical (B)(4) service workshop stating, "image disturbance during angulation, involving pentax model ec38-i10cl/serial (B)(4). The event was reported to have occurred in the service workshop during inspection of the device. No patient was involved. No further information was provided at the time of the report.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defect. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd cable during angulation. Correction information: follow up #1, coding changed based on the investigation result: health effect - impact code, component code, investigation findings, and investigation conclusions. Additional information: there was no report of patient harm. Type of follow up this report is being filed as part of the pentax backlog management plan.